Manufacturer narrative:
Additional information: according to the information received from the field in situ measurements since activation show five channels involved in short circuits likely due to a damage to the active electrode. The reason for it is unknown. Reportedly the recipient still has satisfactory hearing benefit. Despite requested, no information on further proceedings has been received.

Event description:
Affected channels have been observed during activation of the device. Reportedly, the user currently has a satisfactory hearing perception with the implant. Further proceedings are unknown.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
Affected channels have been observed during activation of the device. The surgeon did not report any difficulties when inserting the electrode during implantation surgery and the post-operative CT scan showed a correct electrode insertion. Reportedly, the user currently has a satisfactory hearing perception with the implant. Further proceedings are unknown.